Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had screen error message as unexpected data error and cannot open the database. Screen struck and prevented user to login and not able to access any work. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that database error occurred. A technical support specialist (tss) contacted the user for permission to access the station and advised the user not to use it during troubleshooting. The tss found that the client online transaction processing database was in suspect mode, confirmed errors in the data synchronization logs, and performed the required repair following knowledge article (how-to ¿ recover / repair a corrupted dsclientoltp database). The tss completed full synchronization, verified that the database returned to a normal state, saw no further errors, and rebooted the station. The tss requested confirmation from the user and received approval to close the case. The system functioned as intended after the field service engineer repaired the device.